Manufacturer narrative:
(B)(4). (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the drill bit fractured during use. No pieces were left in the patient. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned. Sem analysis noted that the drill¿s distal end fractured near the proximal start of the cutting flutes. Rotational wear grooves suggested that the drill had rotational contact with hard objects inside and outside the cannulated drill. The partially opened distal section's jagged fracture surfaces, which appear consistent with fast-fractures, likely from torsional overloads. The deformations suggested that the distal drill could have contacted a hard object which could have caused the splitting and fracturing. Xrf scan and hardness testing determined that the device was conforming to specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.